Event description:
It was reported that this device was explanted due to unknown reasons. Device was replaced on (B)(6) 2021. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Additional information indicated that this device was a non bsc product, therefore, this is no longer a reportable complaint.

Event description:
It was reported that this device was explanted due to unknown reasons. Device was replaced on (B)(6) 2021. No additional adverse patient effects were reported. Additional information indicated that this device was a non bsc product, therefore, this is no longer a reportable complaint.